Event description:
It was reported that prior to da vinci-assisted surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) 4 kept faulting. Tse reviewed the logs and found error 23003 for arm 4. While the tse was on the phone, the customer decided to disable the arm instead of troubleshooting. Since they only needed three arms. Tse asked if the arm was in a vertical limit, and they stated it was mid-range. Staff called back to inform that while trying to move the boom, it would not go down. Staff was in the middle of a power cycle when the call began. Upon the system booting back up, staff stated that it displayed error 1162 on arm 4. Staff elected to disable the arm and continue setting up for the procedure. Tse advised a hard power cycle after the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23003 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check was found to be failing on the yaw searchlight. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a sensor error within the yaw searchlight sensor assembly in the affected usm.